Manufacturer narrative:
H6: code - 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and surgical conversion. Code 4112: post-implantation CT images dated (B)(6) 2020 were provided to w. L. Gore & associates for evaluation. The imaging evaluation showed the following results: there appears to be contrast outside the proximal implanted endograft consistent with type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses on (B)(6) 2020. It was stated that a type ia endoleak was visible at the final angiogram and that additional ballooning solved the problem at the initial procedure. On (B)(6) 2020, follow-up imaging showed again a type ia endoleak and it appears that the device does not have enough wall apposition. A reintervention was a cordis palmaz stent is planned.